Manufacturer narrative:
Erysipelas has an increased likelihood in (B)(6) patients, which is possibly linked to the incident but not confirmed. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Erysipelas.